Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a tortuous lesion in an unspecified artery. A 3.00x18mm xience sierra stent delivery system (sds) was advanced; however, failed to cross due to resistance with the anatomy. The sds was removed but resistance with the anatomy was felt. Additionally, it was noted that the stent strut was flared. The procedure was successfully completed with pre-dilatation and the deployment of a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous, heavily calcified, and 90% stenosed anatomy resulting in the reported failure to advance and difficult to remove. Interaction/manipulation of the device resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following additional information was received: the procedure was performed to treat a 90% stenosed, heavily tortuous, and heavily calcified lesion in the distal right coronary artery. No additional information was provided.